Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology was used. The physician tried to access the right maxillary sinus and the blue tip came off. The physician was able to retrieve the detached tip. There was no pt injury.

Manufacturer narrative:
Complaint devices arrived on (B)(6) 2013 and failure analysis was performed on (B)(6) 2013. The returned package included a flex guide catheter. The blue tip was detached from the guide catheter. The detached tip returned with the package. It is suspected that the damage could be the result of excessively aggressive use by the surgeon. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.